Event description:
It is reported that when the user removed the catheter out of a patient, he found that the cuff was migrating. The user had cut the catheter, and carefully removed the implanted part which had a movable cuff. The catheter had been implanted on (B)(6) 2012. The user noticed this event due to abnormal catheter function.

Manufacturer narrative:
According to the complaint incident report contained in this file, "when the user removed the catheter out of the patient, he found that the cuff was migrating." Gross and microscopic examinations show the heat sleeve/surecuff has migrated distal its fixed position on the catheter. A slight impression in the tubing where the heat sleeve/surecuff would be located on the catheter is observed 2 inches distal to the bifurcation site. The complaint of a detached surecuff and heat sleeve is confirmed; however a determination of the mechanism of damage is undetermined at this time. A lot history review (lhr) of rewa0093 showed no other similar product complaint(s) from this lot number.